Event description:
It was reported that two vascular stents were used in a kissing stent technique in the bilateral common iliac arteries. The first stent was deployed without issue in the right iliac. However, during placement of the second stent in the left iliac, the delivery system stopped deploying after 2 cm of the stent was exposed. The delivery system along with the partially deployed stent was removed from the pt. However, 1 cm of the stent detached and remained entangled in the other stent. Upon removal of the delivery system, the user reported that a stent strut was perforating through the delivery system sheath. The procedure was completed with another 10 mm stent without any problems. The pt was not injured.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been returned. The evaluation is currently underway. The event is being reported because this device is the same or similar to one marketed in the united states PMA # p080007.